Manufacturer narrative:
Please see MFR #: 3012307300-2018-01509 for related incident.

Event description:
Patient reported her extension set tubing became disconnected from the medication cassette when she attempted to screw it on. Patient had to use tape to adhere the extension set tubing to the medication cassette reservoir tubing in order for them to remain connected. After affixing the tape, it did not affect her infusion therapy and no injury was associated with this incidence.